Event description:
Consumer reports: consumer's relative had a plantar wart treated with a chemical substance, covered with a dressing and wrapped with the tape. Approximately one week after the procedure was initially completed, another application of the substance was applied to the wart. Consumer's relative noted that the top of the foot was reddened and itchy. This was mentioned to the medical provider and a secondary (gauze) dressing was applied and the foot was wrapped with tape. Burning, itching and swelling of the foot occurred. The dressing was removed and the foot had a reddened rash that was changing to purple in color. The doctor was consulted who stated that the pt had a reaction to the tape. The consumer's relative was placed on steroids, antibiotics and antihistamines. A lot number or product sample was not available.